Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-mar-2026. The unit was returned with no bolus, and no breath detect complaint, however, the issue could not be confirmed during testing because, breath detect value is 1740. Inspection revealed high internal pressure caused by a muffler filled with dust, leading to a blockage at the feed port and resulting in low sieve life (455%}, low internal 02 (88.6%}, and low external 02 (88.3%). The high psa (9) caused by zeolite contamination from moisture absorption. Additionally, lower housing was replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit was not producing a bolus and had shut down. As a result, the patient was not getting enough oxygen and they had to be hospitalized. A replacement unit was sent to the patient. The patient's physician is exploring options as the patient needs a machine that can meet their current needs.